Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a particulate matter was observed floating in an tpn bag after compounding by a pharmacist. The particulate matter appeared to be cardboard-looking. There was no patient involvement or adverse event reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection confirmed the reported condition as a small, fibrous, brown colored particulate floating in the filled tpn bag. Magnified inspection of the particulate matter identified the source material as corrugated fiber board particulate. Multiple level of manufacturing controls exist to mitigate particulate issues, including gowning and clean room requirements , the prohibition of cardboard in the clean room, and in process and 100% visual inspection for particulate. Since the bag had been filled, it is possible the user inadvertently introduced the pm during processing. Although the reported condition was confirmed, the root cause of the condition cannot be determined. Should additional relevant information become available, a follow-up report will be submitted.